Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use.during the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue. During the evaluation, it was observed that all the buttons of the device did not work properly. The device's front panel and keypad led board needs to be replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue.